Event description:
It was reported the pt is not receiving effective stimulation. The pt declined reprogramming and is requesting to have his scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.